Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
MFR 3004753838-2018-146060 was submitted in error and can be retracted. Actual issue reported by patient does not meet the criteria of a reportable event.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, transmitter failed error did not occur and the patient allegation does not meet the criteria of a reportable event.